Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported several incidents of the spring wire guide not advancing through the needle. No additional patient or event details were available.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported several incidents of the spring wire guide not advancing through the needle. No additional patient or event details were available.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported several incidents of the spring wire guide not advancing through the needle. No additional patient or event details were available.

Event description:
Customer reported several incidents of the spring wire guide not advancing through the needle. No additional patient or event details were available.

Manufacturer narrative:
(B)(4). The customer returned one, unopened sac kit for analysis. No definite signs of a sterility breach were observed. As the customer would need to physically handle the sample in order to encounter the reported defect, it is being assumed that the returned sample is a representative sample. Visual analysis did not reveal any defects or anomalies with the returned kit. The kit was opened. No defects or anomalies were observed with the components. The guide wire from the returned sample was inserted through the 20ga introducer needle. The guide wire was able to pass with no issue. Performed per IFU statement, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)". A manual tug test confirmed that the distal and proximal welds were secure and intact. Two device history record reviews were performed (one for the lot# reported and one for the lot# received). No relevant manufacturing issues were detected. The IFU provided with the kit informs the user, "do not advance guidewire unless there is free blood flashback". The report of guide wire/needle resistance-kinked was not able to be confirmed through complaint investigation. Visual and functional analysis of the returned representative sample did not reveal any defects or anomalies of any kind. Based on the customer report and the sample received, the root cause cannot be determined as the actual sample involved with this complaint was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.